Manufacturer narrative:
(B)(4).

Event description:
It was reported that a fracture of the right ventricular lead was suspected. No patient symptoms were reported. The lead was capped and replaced. The patient was noted to be in stable condition throughout the event.